Event description:
Pt in labor was being assisted in using a bed pan. Bed pan removed and pt moved herself back toward the head of the bed. Pt fell on the mattress with the foot part of the bed collapsing underneath the pt to the floor. Pt sustained alleged injury to her coccyx.